Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the pyxis machines at noble were not functioning properly and were freezing when users attempted to log in with their bioid. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist tried to contact customer for further assistance, the technical support specialist (tss) had been waiting for a response from the customer, but no reply was received regarding further assistance. Complaint will be reopened to document repair if any further information provided.